Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for increased pain and swelling at the evoke closed loop stimulator (cls) implant site along with a fever. An infection was suspected and a full system explant was performed to resolve the reported event. During the explant procedure, the presence of purulent discharge was observed and a culture was collected. The evoke scs system was confirmed to be functioning as intended prior to the explant.